Event description:
At 6:30 pm, on sunday (B)(6), I cut my thumb with a kitchen knife. I did not want to go to the ER so my boyfriend found the product wound seal by biolife lot number 311401 and we used it on my bleeding cut. When we sprinkled the powder on the cut, the bleeding stopped immediately. On tuesday, (B)(6), when I woke up at 6am I noticed my thumb was swollen. I went to urgent care in the morning and the physician said I had cellulitis. She cleaned out the wound, gave me antibiotics through IV and a prescription for augmentin. By the afternoon, my hand was swollen, red and very painful. I returned to urgent care, and the doc lifted my sleeve and there was a red line going up my arm. She told me to go to the ER. I went to (B)(6) where I was admitted for 3 nights. The culture showed I had (B)(6). I was put on IV of vancomycin and unisan. My hand is still swollen and discolored and the base of my thumb is painful. Guess I should have gone to the emergency room on sunday to prevent the hospital stay. Dose or amount: 1 package, frequency: one time only, route: applied to a surface, usually the skin. Event abated after use stopped or dose reduced: yes.